Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received two (2) samples as well as four (4) photos of the incident product for investigation. Upon evaluation of the photos, we did observe the reported defect of blood splatter on the hand. Visual inspection was conducted on the returned samples, and no defects were identified. Additionally, the samples were subjected to a simulated use test. Upon activation of each sample, no splatter was observed. A manufacturing device history record review of the complaint lot was performed and no issues were observed. Conclusion: complaint not confirmed. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood spattered on hands after safety of the bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter was activated. No injury or medical intervention.